Event description:
Patient had tavr procedure on (B)(6) 2025 and on (B)(6) 2025 reported to emergency room with a cold leg. Imaging discovered footplate from manta closure device had prematurely detached and migrated down leg causing an occlusion in the popliteal artery that had to be surgically removed.